Manufacturer narrative:
The device was used for treatment. The device was discarded and not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure adelante s2s introducer sheath in-process and final inspection: vacuum leak test - perform pressure and vacuum leak test per procedure ( latest revision) .this test is performed by qa on 100% of the product. Per IFU: precuations: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane directions for use: slowly retract the guidewire and dilator, leaving the sheath in position. The hemostasis valve will reduce the loss of blood and the inadvertent aspiration of air through the sheath. Introduce the catheter through the hemostasis valve/sheath and advance it into position. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing nonconformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that patient was presented to physician for cardiomyopathy. During the placement of impella 5. 0, excessive leaking noted on the 23 fr sheath around the catheter shaft after advancing the pump/motor into the graft. Hemostatic valve was leaking while advancing the product through valve. Patient loss 250cc blood and required 1 unit of cells infused. Md held the finger and gauze over the leaky area. Procedure completed successfully. Product was discarded. No other additional information is available. No other serious injury reported.